Event description:
"The outer sheath of the basket came loose during the op and did not show on the x-ray. Only pieces of the outer sheath of the basket will return."

Manufacturer narrative:
Two segments only of an outer sheath of a stone extractor were rec'd. The customer indicates the original pnl procedure was performed on 12/19/06 and the product was not inspected after a nephrolitholapaxy using a nephroscope olympus was performed. Due to add'l stones in the ureter, the physicians performed an ureterorenoscopy on 01/23/06 using an ureterenoscope olympus to remove the stones and found the sleeve of the perc ncircle in the kidney pelvic and upper ureter segment. The first segment measured 12.2cm and the second segment measured 10.2cm noting the outer sheath measures 38cm; however the customer indicated all pieces of the sheath were removed during the procedure to remove more stones. The segments were cut, pulled, bent, scraped and had grasper marks. All stone extractors are 100% inspected to ensure device integrity before distribution. The distributor has been contacted to obtain further info. If any further info would become available, it will be forwarded to the proper authorities.